Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis pending.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2011, with a defibrillation lead - guidant 0181 - sn (B)(4). Noise oversensing episodes were observed in device memory. These episodes were recorded roughly two weeks after implantation, and exhibit 8hz noise pattern that could be related the minute ventilation sensor (phd algorithm was active - programmed on). It should be noted that neither atp nor shock therapy was delivered due to this oversensing.